Event description:
Procedure type: lap chole. According to the reporter: the balloon broke after a few minutes twice. A new instrument was used to complete the procedure. No patient injury was reported. No additional information available at this time.